Manufacturer narrative:
The insulin pump was received with frozen screen fallowed by constant tone due to moisture damage on the mother board. The insulin pump was unable to perform displacement test and verify button function due to frozen screen. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was frozen. Customer removed battery for a while and when battery was re-installed customer received a constant tone. Once again, customer removed battery and was not able to get past resetting time as buttons were no longer responding. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump was not frozen as time and date could be set, but customer could not get any further than time and date set due to keypad anomaly. Customer was advised that insulin pump would be reset.